Event description:
Reporter indicated that the pt wants to have the vns system explanted due to lack of efficacy. Good faith attempts to obtain info ruling out device malfunction have been made, but have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.